Event description:
The customer called for help with her breeze meter. While troubleshooting, she performed control tests and received a result of 46 mg/dl. The normal control range was 113-162 mg/dl. No adverse events were alleged. Customer service contacted the customer after the initial call about returning her test strips, but she had already disposed of them. No product will be returned for evaluation.